Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing came apart at the y-site. The following information was provided by the initial reporter: "tubing coming apart at the y-sites."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing coming apart at the y-sites could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21013147 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #21013147 regarding item #2420-0500. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #21013147 regarding item #2420-0500.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing came apart at the y-site. The following information was provided by the initial reporter: "tubing coming apart at the y-sites."